Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory. The device was tested using automated test equipment and passed all tests. The device was tested on the bench and an anomaly with the rf module antennae was observed.

Event description:
It was reported that while still in the box, interrogation was successful, but after a capacitor maintenance interrogation was unsuccessful.